Event description:
There was leakage from the silicone tubing of a transfer set. The set had been in use for 120 days. There was no patient injury or medical intervention associated with this incident.